Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® hypodermic needle-pro® edge¿ needle was in use during a patient vaccination where the vaccination was unable to be administered. When the needle was uncapped, the cap came off and caused the needle to be bent. The safety was unable to be engaged. No injury was reported.